Manufacturer narrative:
Product ID: 3625, serial# unknown, product type: screening device. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location. It was stated that the patient switched from the right to the left side for snm (sacral neuromodulation) trial on the day of the report. The patient started feeling stimulation "in the muscle of her behind" and in her foot. Two weeks later, it was reported that the cause of the event was due to the trial lead migration.